Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (gong alarms) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation corrosion was found inside of ECG b, damaing various components. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor returned the patient's electrode belt and reported that the patient was experiencing frequent gong alarms. A us distributor contacted zoll to report that a patient developed a red rash under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician approved removing the lifevest for short periods of time. Follow up indicated that the rash is improving.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician approved removing the lifevest for short periods of time. Follow up indicated that the rash is improving.